Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer had an unspecified cartridge issue. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 375 mg/dl.